Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with cefazolin and fazitef (1 gram, every day, intraperitoneally) for peritonitis. Sixteen days after the onset, the treatment with antibiotics was discontinued and the patient was discharged from the hospital. Sixteen days after the onset, the patient was reported to be recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.